Event description:
It was reported that during a case when using the spine guidance software, the navigation was not displaying the distal tip on the fiducial screw.

Event description:
It was reported that during a case when using the spine guidance software, the navigation was not displaying the distal tip on the fiducial screw.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.